Manufacturer narrative:
Batch review performed on 14 september 2020. Lot 154517: 47 items manufactured and released on (B)(6) 2015. Expiration date: 2020-11-16. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016

Event description:
The patient came in reporting pain due to a potted stem. The cause of the potted stem is unknown. The surgeon revised the stem and head 4 years and 7 months. The surgery was completed successfully.